Event description:
The customer is concerned with the erratic results generated by the architect c8000 integrated chip technology (ict) module assays. The customer had already replaced the ict module, flushed and calibrated with controls within specifications. The customer states that once they began running patient samples, the issue of erratic results returned. The customer noted a patient sodium assay result of 116 mmol/l as an example of lower than expected results seen. The customer is requesting a service call. The customer states that no suspect results have been reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
An abbott field service engineer (fse) arrived at the customer site and found that the ict module's aspiration syringe was stuck to the bottom of the aspiration drive plate causing a larger volume of sample to be aspirated. The fse cleaned the aspiration syringe and pump drive plate. The new ict module was then flushed with bleach and an ict alignment procedure was performed. A r1 probe calibration was also performed. Subsequent instrument operations and test results were acceptable. This issue is addressed in the architect operations manual, ln 06e28-07 (96196-107 october 2006). A review of the operations manual finds labeling sufficient with regard to maintaining and replacing the ict module and the associated probe, syringes, tubing, and check valves, and troubleshooting the customer's observed problem or erratic results: section 9, service and maintenance, instructs the user to check the 1.0 ml syringes for leaks daily, check the ict probe and tubing weekly, check the dispense components, syringes and valves, and the ict drain tip monthly, and to change the 1 ml syringes, ict aspiration check valve, and ict reference check valve quarterly. Step by step instructions with graphics are provided. Section 10. Troubleshooting and diagnostics, includes probable causes and corrective actions for the observed problems "erratic results, poor precision - ict results", and "controls out of range." Probable causes include, but are not limited to: 1 ml syringes in the ict aspiration pump or in the ict reference solution pump are not seated correctly; 1 ml syringes in the ict aspiration pump or in the ict reference solution pump are leaking; and hardware failure. The user is referenced to section 9, component replacement for instructions to replace the ict probe and associated syringes and tubing. The investigation demonstrated that the architect c8000 analyzer is performing within its intended use, label claims and specifications. No deficiency related to the performance of the device was identified. This is a final report.